Event description:
It was reported that, "five weeks prior to 2008, (dos) the patient fell at home. The patient had discomfort over his proximal thigh but was able to ambulate. Upon x-ray, it was discovered that the gamma3 previously implanted had broken."

Manufacturer narrative:
Device not returned. No evaluation will be performed. If the device or additional information becomes available it will be submitted on a supplemental report.